Manufacturer narrative:
D1: corrected. H6: corrected component, and investigation clinical codes. H10: corrected.

Event description:
It was reported that during a database review for a related case, it was found that a patient had underwent a revision procedure of their right knee which was initially implanted in (B)(6) 2019. The tibial psc insert was revised in (B)(6) 2021 approximately 1 year 10 months post the initial procedure. Reason for the revision is unknown. The tibial implant was revised to same device. No further information is available. This is 1 of 2 events.

Manufacturer narrative:
D10: concomitants: 6290137 02-020-11-0340 - truliant ps cem fem ps cem right sz 4. 6310351 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t. 6086634 200-02-38 - three peg patella 38mm . Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.